Event description:
It was reported that the clamp controller on a bd IV set was not working. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
Investigation summary: no samples or photos were returned in support of this complaint. The affected lot number is 20180210. Retention samples inspection: 6 pcs of retention samples were randomly inspected from lot 20180210 for roller clamp damage, tubing distortion or controlling disorder problem, no abnormality was observed. Device hisotry record review: manufacturing records such as incoming inspection, roller and clamp injection, tube extrusion and parts assembling were reviewed, no abnormality was observed. IV set flow rate: the flow rate of infusion fluid is required to deliver not less than 1000ml of sodium chloride in 10 mins. The IV sets produced have met this requirement during design & development and final product inspection. IV set flow regulator: the flow regulator is required to adjust the flow between zero and the maximum, and be able to continuous use throughout an infusion without tubing damaged. The IV sets produced have fulfilled the requirement. Roller clamp control test: since no samples were returned for investigation, 3 pcs retention samples from lot 20180210 were used to conduct roller clamp controlling test. 1) IV set flow rate stability analysis: the roller clamp for bd korea IV set is not a precision regulator, the flow rate may change with time, bd conducted the stability analysis with the 3 pcs retention samples. The samples were tested with saline solution to measure the flow rate. The results showed that the flow rate could be controlled at a stable flow with maximum variation 7.1%. Bd concluded that since the roller clamp used is not precision regulator. 2) phenomenon observation: no roller clamp moving or locking was observed during the roller clamp controlling test with 3 pcs retention samples. When bd adjusted the roller up or down 1 mm-2 mm, the fluid would fall a lot or flow slower for a while and then became stable. Bd concluded this due to the roller clamp not a precision control part and the pvc tube needs some time to restore from roller pressure. It was observed that when the gap between roller and clamp is little narrow, the tube might be squeezed a little too much and cannot get restored immediately. This might contribute to the roller clamp controlling difficulty. Investigation conclusion: root cause: no samples was returned. Based on investigation, bd concluded the tubing and roller clamp are in compliant with specification, iso and mfds standard. The cause of the unsteady flow rate was likely due to tube distortion caused during adjusting of roller clamp, and with the roller clamp is not a precision regulator. This results in pressure being build up on the roller, bd experience is that a little while is required for the pvc tube to restore from pressure and subsequently the flow rate will be stable. Corrective actions: 1. Strengthen the roller clamp injection and assembly processes inspection with one more inspector . 2. Increase the sampling level of final-product inspection on roller clamp function from s-3, aql=1.5 to s-3, aql=1.0 as per iso 2859-1. 3. Retrain the inspection workers about roller clamp production. Preventive actions: 1. Monitor roller and clamp production process to ensure both component match within the specification. 2. Continuously search for improvement opportunity to the roller clamp mold. Conclusion: based on investigations, bd has concluded the roller clamp and tubing are in compliant within specification, iso and mfds requirement. The cause of the unsteady flow rate was likely due to tube distortion caused during adjusting of roller clamp, and with the roller clamp is not a precision regulator. This results in pressure being build up on the roller, bd experience is that a little while is required for the pvc tube to restore from pressure and subsequently the flow rate will be stable. Bd will strengthen the processes inspection and final-product inspection to insure the roller clamp compliant with regulations, and continue to monitor the production processes and mold investigation to search for improvement opportunity.

Event description:
It was reported that the clamp controller on a bd¿ IV set was not working. No serious injury or medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the clamp controller on a bd¿ IV set was not working. No serious injury or medical intervention was reported.